Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber, was found leaking water prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Section h11: the subject mr290v vented autofeed humidification chamber provided as part of the rt200 adult ventilator circuit dual heated with mr290 autofeed chamber, was unable to be returned to f&p healthcare for evaluation as it had been destroyed by the healthcare facility. Our investigation is based on the information, photographs, and video provided by the healthcare facility and our knowledge of the product. Results: review of the provided video confirmed that the mr290v vented autofeed humidification chamber was leaking water. A horizontal crack was also observed at the base of the chamber's dome. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber and ventilator circuit kit would have met the required specifications at the time of production. The user instructions for the rt200 adult ventilator circuit dual heated with mr290 autofeed chamber state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - do not operate the chamber at an angle in excess of 10°. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber, was found leaking water prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.